Event description:
It was reported the atrial lead was oversensing unspecified artifacts. Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.